Manufacturer narrative:
Correction information. B4: date of this report. G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information. A2:age at time of event, date of birth. A3:sex. D4:unique identifier (UDI). H4:device manufacture date. Evaluation summary: the pentax engineer checked with hospital staff. The device was used for examination. No harm was caused to the patient. The broken part was light guide flexible tube, it did not contact with human body directly. So the user still used this scope to finish examination. The light guide tube broken was caused by aging of long time usage or hurting by other sharp tools. The light guide cable was replaced and replaced by a third party. Reminded the hospital in the use of the whole scope before the need for decontamination processing, can not only disinfection of the part of the use of the human body, such behavior is not desirable, increasing the risk of infection, as well as in the discovery of faults, should be stopped in a timely manner on the continued use of the faulty equipment, so as not to cause harm to the patient. If necessary, you can contact our technical engineers to train the department again, to ensure the correct use of the product. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 29-aug-2015 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 31-aug-2015. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
This device is not distributed in us so that 510k is blank. Pentax medical apac performed good faith effort to gather additional information regarding this event and provided an email response from (B)(6)-2023 to (B)(6)2023 with the following information. 1.was the reprocessing done without problems before the procedure of 05 oct 2023? -the hospital done the reprocessing, but they only reprocessed the part which would contact with human body (the insertion part and operation part), not soak the whole scope in the disinfection. 2.how did the site reprocess the part specifically (just wiping the part with the disinfected gauze or soaking the part of the endoscope)? -soaking part of the scope 3.tell us the name of the disinfection which they use. -glutaraldehyde (ch2o)2 4.was the endoscope contaminated by closing the broken part of the endoscope with the insulating tape? Describe the situation including that the insulating tape was not disinfected, why they prepared the insulating tape in the operating room. -no, the broken part was light guide flexible tube, it did not contact with human body directly. The hospital found that the malfunction, then they get the tape to deal with this malfunction, the tape did not be prepared in the operation room at the beginning. 5.did the site use the endoscope with the insulating tape for multiple patients? -no. 6.check the manufacture's name and the product number of the insulating tape. -no other information about the tape, the hospital had threw the outer package of the tape. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 05-oct-2023, when doing laryngoscopy for this patient, the user found that the ift tube was broken, immediately used insulating tape to close the broken location, continued to finish the examination for the patient, then reported to the department head, and the equipment section repaired the tube. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.